Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer verified the customer complaint and cleaned the graphic user interface screen of the stuck debris which resolved the alleged malfunction. The unit then passed all testing and operates within the manufacturing specifications

Event description:
It was reported that the ventilator had a blocked touch screen. The ventilator was not in patient use at the time.